Event description:
A review of service data detected a reportable problem. During servicing, monitor sn: (B)(4) failed incoming functionality testing. The last patient to use this monitor did not report any deficiencies.

Manufacturer narrative:
Device evaluation of monitor sn: (B)(4) has been completed. Upon evaluation the monitor failed incoming functionality testing. The cause for the failure was isolated to an open r781 driven ground resistor on the monitor c/a board. The root cause for the open resistor could not be positively identified. No adverse event resulted from the defective monitor. The last patient to use this monitor did not report any deficiencies.